Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood build-up in the blade channel of the device. During functional testing, engineering activated the device on porcine arteries and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. Additionally, no abnormal thermal spread was noted. Also, engineering did not note high thermal spread or charring of the tissue. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of thermal spread and insufficient hemostasis observed during the event could not be determined as engineering was unable to replicate the event. The instructions for use (IFU) states, "warning: prior to activating the device, remove any conductive fluid that is in contact with, or in close proximity to, the electrodes of the device. Conductive fluids (e.g. Blood, saline, water, etc.) Can transfer current and/or heat and cause potentially unintended tissue effects." Additionally, the IFU states, "warning: "do not seal directly over an area that is already sealed as the integrity of the primary seal may be compromised". Although the root cause of the event could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate insufficient hemostasis.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total laparoscopic hysterectomy - "the surgeon activated the device 28 times, the device was cleaned after activation 26. The first assist activated the hand piece the next 45 times during the 45 activations the first assist complained about the device not sealing. The first assist would double, triple, and quadruped seal. Device was cleaned around activation 55 and again around activation 72. The surgeon performed the next 12 activations and the device was cleaned again. The first assist performed the next 40 activations and continued to complain about the device not sealing, this lead to the first assist double sealing. The first assist was probing/ prodding at the sealed areas. The first assist was complaining about bleeding, but sales rep only noticed oozing in areas where the first assist performed multiples seals on the same area. Tissue was black and charred in the section where the first assist was seal. At the end of the case the surgeon stated the body cavity looked bone dry." Type of tissue: uterine artery and ureteral sacral. Tissue size unknown. Applied medical received additional information from the sales rep on jan 12,2017: the oozing noticed was both on the patient and specimen side. What was meant by 'bone dry' is at the end of the procedure the surgeon looked around the pelvic cul-de-sac to see if there was any active bleeding or oozing of the area where the uterus was removed, and everything looked dry. There was no bleeding or oozing. Patient status- no patient injury.